Event description:
Unit was explanted due to a report of inappropriate rate response at the time of an atrial lead replacement (competitive MFR). No further injury or complications associated with the event.